Event description:
It was reported that the large needle driver instrument did not articulate properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a da vinci s system and drove it. Movement in yaw is non-intuitive due to a derailment of a cable. In addition, engineering also observed the distal end of main tube to have a scraped section 2.5 inches from the wrist. No other damage found.